Event description:
It was reported that on (B)(6)2023, a 14f amplatzer torqvue delivery sheath and dilator were inserted into the right femoral vein over a guide wire. Advancement was difficult. The sheath and dilator were removed and the tip of the dilator was observed to be torn. A replacement amplatzer torqvue delivery sheath ((B)(6)) was used but the dilator also became damaged. A kink observed in the non-abbott guidewire was thought to be the cause of the dilator damage. A third 14f amplatzer torqvue delivery system was used to complete the procedure. There were no reported patient consequences or clinically significant delay. The patient remained hemodynamically stable throughout the procedure. The patient is reported to be discharged.

Manufacturer narrative:
An event of the damaged tip of dilator and advancement difficulty through patient anatomy was reported. The investigation found that the tip of dilator was deformed and damaged when analyzed at abbott under non-physiological conditions. Information from field indicated that there was difficulty advancing the device which could have damaged the tip of dilator. One image from field appeared to show blurred view of damaged tip of dilator when inside sheath on an operating table. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.h6 investigation conclusions code 4315 was removed

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 14f amplatzer torqvue delivery sheath and dilator were inserted into the right femoral vein over a guide wire. Advancement was difficult. The sheath and dilator were removed, and the tip of the dilator was observed to be torn. A replacement amplatzer torqvue delivery sheath (ds-tv45x45-14f-080) was used to complete the procedure. There were no reported patient consequences or clinically significant delay. The patient remained hemodynamically stable throughout the procedure. The patient is reported to be discharged.

Event description:
It was reported that on (B)(6) 2023, a 14f amplatzer torqvue delivery sheath and dilator were inserted into the right femoral vein over a guide wire. Advancement was difficult. The sheath and dilator were removed and the tip of the dilator was observed to be torn. A replacement amplatzer torqvue delivery sheath (ds-tv45x45-14f-080) was used but the dilator also became damaged. A kink observed in the non-abbott guidewire was thought to be the cause of the dilator damage. A third amplatzer torqvue delivery system was used to complete the procedure. There were no reported patient consequences or clinically significant delay. The patient remained hemodynamically stable throughout the procedure. The patient is reported to be discharged.

Manufacturer narrative:
An event of the damaged tip of dilator and advancement difficulty through patient anatomy was reported. The investigation found that the tip of dilator was deformed and damaged when analyzed at abbott under non-physiological conditions. Information from field indicated that there was difficulty advancing the device which could have damaged the tip of dilator. One image from field appeared to show blurred view of damaged tip of dilator when inside sheath on an operating table. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Na